Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report reservoir failures that caused him to have high blood glucose. Blood glucose reading was 600 mg/dl. The customer had treated with manual injection and but the blood glucose did not go down past 536 mg/dl. Customer stated that 3 of the plungers would not draw insulin out of the vial and 2 others would not push the insulin through the tubing. The insulin pump did not alarm for no delivery. The customer refused troubleshooting and did not want to return the set and reservoir for analysis. Advised to call when the alarm occurs to perform troubleshooting. Customer stated that the issue was resolved with a complete set change. Nothing further reported.